Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photos indicated that the hip dislocated from the liner; the stated failure confirming the stated failure of the hip being dislocated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaint for listed batch/failure mode. A clinical evaluation indicated that it was reported that the patient underwent a surgical reduction of a 2nd hip revision approximately 2 weeks post implantation. There are 2 x-ray images that were provided and reviewed, which confirms the dislocation of the implant. There are no x-rays provided showing the prosthesis pre-revision, which could indicate any inadequate implant positioning. There are no details regarding the circumstances that lead to the dislocation. It was reported that the dislocation was reduced surgically and the implants were not removed, as they remain implanted. There are no relevant patient clinical/medical records provided for review. There is no indication of patient injury beyond the reduction procedure. No further clinical assessment is warranted. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a surgical reduction of right hip replacement was performed due to dislocation.